Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted the backup 13.2mm vicm513.2 implantable collamer lens of a -9.0 diopter into the patient's eye. The lens was removed, and the intended initial lens was implanted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -9.00 into the patient's left eye (os). Reportedly "this back up was implanted and explanted. The primary was used". The lens was explanted and replaced with the initial intended lens h6-health effect - impact code: "4629" should be removed and "4627" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found optic torn. Claim# (B)(4).